Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions from technical support to reset the pump and successfully reset it without recurrence of the malfunction code. The customer was informed to continue using the pump and to call back if any issues reoccur.